Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 2 additional instances of a line through the display screen failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there was 1 instance of line through display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 86 allegations of a malfunction, 60 pumps were returned to animas and investigated. Of the investigated pumps, 16 were found to be malfunctioning due to line through display issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 86 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-76 years of age and between 51 and 274 pounds. Of the reported patients, 39 were male, 45 were female, and 2 were unknown.